Manufacturer narrative:
H10: see 1723170-2025-01282 for the report pertaining to the percutaneous pin small passive frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The suspected cause of the issue was noted to not be the navigation system, but the percutaneous pin small passive frame as it may have slipped 1 spine. The field representative (rep) conducted a spin with the demo lumbar model the next morning and confirmed accuracy.

Manufacturer narrative:
G3) no 510k provided as system is unknown. H4) device manufacturing date is unavailable. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a claimed inaccuracy. The surgeon placed a screw in l3 and was accurate on the navigation system. Then went to move on to l4, the surgeon believed that the navigation system and directed him to l5, (l4 showing on screen and l5 in reality). Navigation was abandoned. This resulted in a delay of less than one hour. There was no impact on patient outcome. Additional information was received. It was reported that the inaccuracy was about 30-40mm.